Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated they had been experiencing difficulty over the past several months with the recharger connecting to the implanted neurostimulator. The patient reported feeling the device in the chest and stated that the connection was intermittent, sometimes requiring repeated repositioning, and that applying pressure to the recharger was needed to achieve coupling. The patient reported noticing that one corner of the implant was more prominent shortly after implantation and that it had since settled, though it remained palpable beneath the skin. The patient stated they typically reclined during charging, aligned the recharger over the implant, and experienced intermittent disconnections requiring readjustment. The patient denied any recent falls. A recharger reset was performed during the call, but it did not resolve the issue. The wireless recharger is going to be replaced. The patient was redirected to the healthcare provider for further evaluation.